Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a right ventricular (rv) lead impedance warning was triggered for high impedance however no patient symptoms had been reported. No capture, high thresholds and a suspected fracture were noted. It was indicated that the ventricular lead was unable to pace bipolar or unipolar at maximum output. It was also reported that a right atrial (ra) lead impedance warning was triggered for one isolated high impedance measurement and possible additional low impedance measurements. Several atrial high rate episodes, noise and a possible atrial lead fracture were also noted. The physician suspected a subclavian crush as the cause of both fractures. Both the rv and ra leads were capped and replaced. No patient complications have been reported as a result of this event.